Event description:
Pt scheduled for catarct extraction with iol implant, left eye, on 5/23/96. During the procedure, following removal of the cataractous lens, a 20.5 diopter posterior chamber lens was inserted into the capsular bag using fine ii forceps after previously folding with a folder. After releasing the intra-ocular lens, it appeared desensored inferotemporally. Close inspection revealed that the leading haptic had been amputated at the haptic-optic junction. A 5.7 mm feather blade was used to enlarge the 4.0 mm internal corneal valve. The posterior lens was stabilized with add'l viscoelastic aid. It was removed using forceps. This occurred atraumatically. The remaining leading haptic was removed from the eye via gentle irrigation. This caused the haptic to enter the 5.7 mm corneoscleral tunnel. It was then removed with a straight forceps. Residual viscoelastic aid was removed with the irrigation/aspiration hand piece. Replacement was then done with a different psoterior chamber lens.